Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported a follow up CT revealed that the aneurysm has enlarged 2 mm in diameter and 3 mm in length over a five year period. There is no direct or indirect evidence of type I endoleak or type IV endoleak. The physician believes that it is consistent with a type v endoleak, endotension. There is no treatment planned. The physician will monitor the patient. No clinical sequelae was reported and the patient is fine.